Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the speaker is out. The device was not in use on a patient at the time of event, there was no adverse event reported.